Event description:
Report received of "the pump display changes every time the bolus cord is moved". Customer reports there is no way to track the report to the nursing unit or user. Report source said that the event occurred during set-up and it was not yet connected to the pt. The nurse reportedly shut the pump off and sent the pump to the biomedical engineering department. When tested in the customer biomedical department, it was reported that the pump was set to deliver a 10mg dose. The cord was tapped when delivery reached 7mg and the display changed to 17mg. Every time the cord was moved, the display continued to change. At one point, the "pump alarmed empty", but the syringe was not empty yet. The delivery rate was reported to be accurate. It was only the display that changed without alterations in the delivery rate. The amount of fluid delivered measured accurately. There was no adverse patient event reported.